Event description:
Related manufacturer reference number:2017865-2022-43151. It was reported that the right ventricle lead exhibited low defibrillation impedance. The implantable cardioverter defibrillator exhibited inappropriate therapy and over-sensing noise. Patient was having a tumor removed, and the nurse thought that the therapy was a result of magnet coming off the device while electrosurgery was involved. No intervention was performed. No patient consequences.